Event description:
The account alleged that the head and knee functions will not rise when using the right or left siderail controls, there is no operation manually and the pump is not running. The head angle is currently at 29 degrees and can be lowered using the CPR pedal.

Manufacturer narrative:
The account replaced the power control module to repair the bed.